Manufacturer narrative:
Per the physician, the possible cause of the thrombotic event was because ticlopidine hydrochloride was not prescribed. Additionally, he feels that the stent was under-dilated. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This male patient with a medical history of angina, hypertension, diabetes, and previous coronary bypass surgery (CABG), was admitted for elective coronary evaluation due to angina. Angiography revealed a de-novo, 16mm, concentric, type c, flexion lesion in the proximal circumflex artery (lcx). Aha/acc classification of the vessel was type c. There was timi I flow noted in the vessel. Aspirin and heparin were administered. Maximum act measured during the procedure was greater than 300 seconds. The lesion was predilated with a 2.5 x 14mm ptca balloon inflated to 14 atms. A 2.5 x 18mm cypher stent was positioned within the lesion and was deployed to 12.2 atms (180 psi) with satisfactory results. The patient was discharged in stable condition with orders for aspirin. Of note, ticlid was not prescribed. Five days later, the patient complained of chest pain and returned to the hospital. Repeat angiography revealed a thrombus in the 2.5 x 18mm cypher stent. To treat the thrombus, balloon angioplasty was conducted with a 2.5 x 14mm ptca balloon. The physician attempted to implant an additional stent, a taxus; however, it could not be delivered due to the heavy flexion of the vessel. The procedure was concluded.